Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases flat and brown particles in the shell leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture baker grade unknown. Device has been explanted.